Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. (B)(4). (B)(6).

Event description:
It was reported that during a procedure, the acetabular liner would not seat in the cup. The procedure was completed with a larger sized cup and liner after an approximately 30 minute delay. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no further information is available at this time.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the seized tab is damaged. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.